Manufacturer narrative:
Investigation is ongoing.

Event description:
During deployment of the 26mm sapien 3 valve, the commander delivery system balloon ruptured upon full inflation. The valve was deployed with no paravalvular leak or central aortic insufficiency was noted. The device is being returned for evaluation. The patient's native annulus and leaflets were minimally calcified. There was no balloon valvuloplasty (bav) performed. No extra volume added to the balloon prior to inflation. Per report, the cause for the balloon rupture was calcium.

Manufacturer narrative:
UDI #: (B)(4). The commander delivery system was returned to edwards for evaluation. Visual inspection revealed a radial and longitudinal burst. The working length of the balloon was separated from the remainder of the balloon; however, there did not appear to be any balloon pieces missing. No other abnormalities were observed. Functional testing was not performed due to the condition of the returned device (burst balloon). Dimensional testing was performed on the single wall thickness of the balloon along the longitudinal tear of the balloon. A thickness deviating from the specification could be indicative of an issue during manufacturing of the component. The single wall thickness of the balloon at all measured locations was found to be in within specification. Of note, due to the location of the radial tear on the tapered section of the balloon the balloon single wall thickness could only be measured along the longitudinal tear of the balloon. During balloon manufacturing, the balloon was 100% inspected for the following: fish eyes, crow¿s feet, deformation, gel spots and contamination, working length, balloon diameter, proximal and distal leg ids, proximal leg od, and double wall thickness measurements. During manufacturing, the delivery system undergoes the following inspections: during the pleat and fold process, the inflation balloon was visually inspected for tears, distorted/pinched folds, wrinkles, and contamination. Additionally, the balloon diameter is inspected using go and no-go gages. Per procedure delivery systems are 100% leak tested. The assembled delivery system was 100% inspected by both manufacturing and quality for balloon scratches, tears, wrinkles, and excessive adhesive on or within the balloon. During product verification (pv) testing, five sample devices from all lots are tested. During testing the samples are visually inspected for physical defects such as kinks and cracks and loose or missing components. The balloon burst pressure is also tested. The lot would not have been accepted unless the calculated lower tolerance limit was above the lower specification limit of 7 atm. Inspections during the manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported complaint. Based on technical summary written by edwards [risk of balloon burst in a calcified aortic annulus], it is considered unlikely that this type of complaint results from a manufacturing defect. Per procedure, a device history record (DHR) review is not required. The instructions for use (IFU) (commander delivery system), the device prepping and training manual were all reviewed for proper use of the commander delivery system and no deficiencies were identified. Because there was no evidence of a product non-conformance and no IFU/training deficiency was identified, an fmea assessment is not required per procedure. The complaint for ¿balloon ¿ burst¿ was confirmed based on visual inspection of the returned device. Review of manufacturing mitigations, dimensional measurements, and device visual inspection did not indicate any manufacturing non-conformances contributed to the reported event. Available information indicates that patient factors (calcification) contributed to the reported event. Technical summary written by edwards documents a review of balloon burst complaint investigations on returned devices over a three-year period, with an addendum reviewing investigations over an additional one-year period. Based on available evidence, it was found that patient factors, calcification in an aortic annulus specified in technical summary can present a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressures, calcification in the aortic annulus can compromise the structure of the balloon wall even at low inflation pressures. This can occur due to mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. As stated in the complaint description, the patient¿s native annulus and leaflets were minimally calcified and the perceived cause for the balloon rupture was this calcium. As such, available information supports that patient factors likely led to the reported event and there is no evidence of device malfunction or manufacturing non-conformance. No visual abnormalities were observed on the returned sample, dimensional measurements met specification, and an existing technical summary (technical summary) has been documented for root cause analysis on balloon bursts in a calcified aortic annulus. Technical summary is applicable to this complaint because calcification in the aortic annulus was present and could have caused the balloon to burst. The complaint for balloon burst was confirmed based on visual inspection of the returned device. No manufacturing non-conformities were found in the returned sample. The occurrence rate does not exceed the february 2018 control limits for the trend category; therefore, no corrective or preventative action is required. In this case, available information indicates that patient factors (calcification in the native annulus and leaflets) may have contributed to the event.